Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The field the service engineer (fse) was able to confirm the customer's complaint. The fse replaced the power cord and the data acquisition pcba.

Event description:
It was reported that the ventilator failed electrical safety. No patient involvement.